Event description:
It was reported that the programmer made noise (audible), had a broken handle, was slow to start and would intermittently shut down when "real hot". The programmer was returned for service. It was indicated that no patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).